Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer terminated contact with tandem technical support, therefore no additional information could be obtained.